Event description:
It was reported that a patient received blisters while using the temperature therapy device.

Manufacturer narrative:
Further additional details regarding the alleged event could not be obtained and the device was not returned for evaluation.

Event description:
It was reported that a patient received blisters while using the temperature therapy device.